Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant's connection (fos485) was damaged. Implant felt to the floor and procedure was complete using another implant. Tooth location 19.

Manufacturer narrative:
An full osseotite® implant 4 x 8.5mm (fos485) was returned for investigation. Visual inspection of the as returned product identified signs of minor wear in the form of light scratching around the implant's hex. Functional testing was performed for the returned product and found that it successfully merged with a compatible testing driver. DHR review was completed for the subject lot number (2016071584). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 2016071584) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed. A definitive root cause could not be identified. However, the probable causes are not applicable to the reported event since the device malfunction did not occur and the event is unconfirmed through visual and physical inspection. The following sections have been updated: unique identifier (UDI) number: (B)(4). Report type: checked "follow-up."

Event description:
No further event information available at the time of this report.